Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 4.3mm failed to load and could not be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 4.3mm failed to load and could not be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hsk device was not returned to maquet cardiac surgery for investigation, however, photographic images were provided. Signs of clinical use and evidence of blood were observed. A photographic inspection was conducted. The delivery device was seen inside the loading device. The seal was observed to be inside of the loading, the tension spring assembly was inside the delivery tube indicating . The seal was observed to be intact with no defects. Specs of blood were observed on the cutter. Based on the picture provided, it is not possible to determine if the blue slide lock was engaged or disengaged, nor is it possible to determine if the plunger was fully depressed or not. Based upon the photographic inspection, the reported failure for ¿fitting problem¿ was not confirmed.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 4.3mm failed to load and could not be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.